Event description:
It was reported that post implant a gastric band, the patient reported no weight loss despite several attempts to adjust the band. The band was removed and noted to be perforated. A new band was implanted. The patient is currently fine.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. Establishing root cause is difficult without the device return. A review of the manufacturing record was conducted and no discrepancies were observed during the manufacturing process. Review of the manufacturing process indicates that all products are inspected and leak tested prior to distribution therefore a manufacturing issue is unlikely to have contributed to the event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.